Manufacturer narrative:
The insulin pump was received with blank display due to broken connector on the interface board. It was also received with a scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 147 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded but the insulin pump had been recently dropped or bumped. He was advised to remove the battery for 10 minutes, then clean the battery cap and insert a new battery; the display did not return. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and the customer returned the product for analysis.